Event description:
Attorney reported: as a result of the kugel patches being implanted in the pt, the pt suffered and will continue to suffer physical pain and mental anguish. As a result of the kugel patches being implanted in the pt, the pt has suffered a decreased enjoyment and quality of life and otherwise is permanently injured.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.